Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump alarmed no delivery. Customer's blood glucose was 300 mg/dl when the alarm occurred. At time of this report, customer's blood glucose was 478 mg/dl. A self test was performed and passed, as well as a fixed prime test. Possible reasons for alarm were explained.